Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain two of four, while the hp was connected. The hp stated that the cat bit a hole in the patient line. The technical service representative (tsr) had the hp cycle the power to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The system error is confirmed because performing dialysis in the same room as a pet may lead to animal damage, which is a use error that may cause a system error 2240 and/or contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device, warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. Should additional relevant information become available, a supplemental report will be submitted.